Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was unknown at time of incident. Customer stated insulin pump was severely scratched and hard to read. Troubleshooting was not completed. Dis not expected to be returned for analysis.